Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2018". Thus, (B)(6) 2018 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from new zealand that a valve model 3300tfx21mm was explanted after an implant duration of approximately seven (7) years due to pvl. The valve was explanted and replaced. The patient was noted as to be in stable condition after intervention.

Manufacturer narrative:
Information added/updated to section d9, h3, and h6 (type of investigation, investigation findings, and investigations conclusions). H3: evaluation summary customer report of pvl was unable to be confirmed through visual observations. X-ray demonstrated wireform bent outward at leaflet 2. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Multiple suture threads remained attached to the sewing ring. Sewing ring had multiple cuts around the valve and exposed the metal band around leaflet 3. H11: additional manufacturer narrative: paravalvular/perivalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Pvl refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.